Event description:
Surgeon from another country reported that she had noted a radiographic findings on a pt implanted with charite. The pt had 2-level implant at l4/5 and l3/4 on 2/28. Surgeon states that the follow up images take on 3/20 show that the wire inside the sliding core at l3/4 had expanded. Images were sent to depuy spine for review and confirmed the reported issue. Surgeon revised the pt, removing only the metal wire. She left the charite in place. As surgical intervention occurred an MDR is being filed to document this event.

Manufacturer narrative:
The surgeon stated that the pt reported no trauma. The pt experienced no pain or other adverse issue as a result of this situation. If this were to recur it is believed that since the wire is circular that it would remain in the disk space, as it did in this case, and could not migrate out of the disc space. A review of the complaint history records found no other complaint of this nature (in-vivo) has been reported to date. The metal ring removed from the pt during the revision case was returned to for evaluation. Inspection found that the diameter of the wire meets specification. A review of the device history records ( DHR) found no anomalies in this lot.